Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of inflation issue was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test (3) and failed activation test (2). The deflation test 3 verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The activation test 2 verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf with no back pressure on the cylinder to the pump. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was pumping, but not inflating. Physician tried all troubleshooting techniques, including cycling of pump, resetting, pull an squeeze, etc.. But no troubleshooting resolved the issue. Once the patient was in surgery and pump was exposed, it started to work again. Cylinders and pump were explanted and replaced without patient complications.

Event description:
It was reported that inflatable penile prosthesis (ipp) device exhibited activation issues approximately three months after implant. The device was not inflating when pumped. Physician tried all troubleshooting techniques, including cycling of pump, resetting, and pull and squeeze but no troubleshooting resolved the issue. Once the patient was in surgery and the pump was exposed, it started to work again. The cylinders and pump were explanted and replaced without patient complications.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of inflation issue was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test (3) and failed activation test (2). The deflation test 3 verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The activation test 2 verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf with no back pressure on the cylinder to the pump. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.